Manufacturer narrative:
Followed up by company representative.

Event description:
It was reported that a patient underwent a kyphoplasty procedure. During the procedure, there was a cement leakage. No additional information was reported.